Manufacturer narrative:
(B)(4).

Event description:
During the index procedure, the patient was treated with two endeavor sprint drug eluting stents in the cx. Angiographic complications of dissection and lateral branch occlusion in the 2nd obtuse marginal occurred during the index procedure.